Manufacturer narrative:
A ge service rep performed an on site investigation. The filament was calibrated. The high voltage cable, temperature sensor, and x-ray tube were replaced during the service call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system intermittently would not fluoro and there was arcing of the candlesticks. No pt injury was reported.